Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. System logs found error 25553 indicating that the fault occurred in the field. Upon visual inspection, no issues were found related to the reported issue. The remote arm controller (rac2) was installed on the golden system where the component functioned as expected, and no error code was presented. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were investigated, but no errors could be found. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The rac was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This issue can be resolved by replacing the affected rac via fse service.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. An error occurred during surgery and when the screen was checked, it was found to be on the right master tool manipulator (mtmr). A restart of the system resolved the issue, but the error continued to occur, and the surgery could not be completed. At the time of the fse¿s visit, the error could not be reproduced, and the system was operating normally. Based on the system log, a problem with the remote arm controller (rac2) was suspected, so it was replaced. A performance test was conducted, and it was confirmed to be operating normally. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the rac2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable error 25553 on the right master tool manipulator (mtmr). The customer rebooted the system, but the error remained. The technical support engineer (tse) advised the customer to cycle the system breaker, and the error was cleared for a short time but reappeared later. The customer then opted to continue the case laparoscopically. The customer had an issue moving the patient side cart. Tse advised them to recover the fault in order to activate the drive. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered on without errors.